Event description:
Reporter reported a leak around the twist clamp of a transfer set. During evaluation of the returned sample, the root cause was determined to be a broken occluder foot. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.